Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 27-sep-2018. It was reported that crossing difficulties were encountered. The 90% stenosed, 28x2.75mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.75x28mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No complications were reported and the patients status was stable. However, returned device analysis revealed stent damage. Device evaluated by manufacturer: a synergy ous mr 2.75 x 28 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found proximal stent damage, stent struts were noted to be lifted at two locations, the distal end and mid-section of the stent. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink 870 mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.